Event description:
An end user has called in to report an incident that occurred with her lift. Reportedly during a transfer, the pump handle broke on the get-u-up stand up lift. In speaking with the end user, it was learned she fell, however was not injured. Any further information or sample analysis will be provided in a supplemental report.